Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad trace. No moisture damage found on electronic assembly and motor. No numbers ramping or scrolling on display noted. The weak battery alarm could not be verified due to the keypad damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump were scrolling when trying to deliver a bolus. The customer stated she did not think the device got wet but she had the device on waistband against her skin while washing the cars. She confirmed she could see condensation inside the screen. She removed and reinserted the battery and received a weak battery alert. She had treated with manual injection and blood glucose value was 3.1 mmol/l. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.